Event description:
It was reported that during an arthroscopic surgery the thread of the screw was damaged. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8945-45pts with serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the device threads and head. A visual inspection revealed nicks and deformation on the threads and head. The reported failure is caused by user error, specifically applying excessive force during use and misaligning the insertion. Directions for use (dfu) 0125 arthrex low profile screws: g. Precautions: 3. Use the appropriately sized drill bit for the screw. 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw. Use solid driver as opposed to a cannulated driver for screw removal.